Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was 87 mg/dl. Customer states the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was assisted with troubleshooting and they decline troubleshooting for power loss issue. Device will not be returned for analysis.